Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified strike plate had fractured from the shaft at the weld location. There are impact marks on the shafter near the fracture site and to the strike plate. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in process. Once the investigation has been completed, a follow -up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the instrument was found to be broken. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.